Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to foreign material adhering to the electrical contacts of the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the scope communication error b30 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections a1, d4, and g2 were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was confirmed. However, the definitive root cause of the error could not be determined. It is possible that the phenomenon was caused by foreign matter at the contact point of the video connector receptacle. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿6.3 endoscope connection: caution: the video connector, including the electrical contacts, must be sufficiently dry before connection. If the connector is wet, wipe it according to the endoscope's instruction manual. Wet connections may result in malfunctions such as image loss or flickering. 8.1 care: caution: if dirt adheres to the video connector receptacle, wipe it off thoroughly and allow it to dry. Using the product with dirt on it may result in infection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Please see the correction in section b5.